Event description:
During laparotomy, stone retrieval forcep inserted into ureter. After basket opened and then closed around stone to retrieve stone, wire broke off in ureter. Surgeon had to surgically remove wire.